Event description:
It was reported that pump experienced malfunction alarm with code malf 0, and no notable events occurred before issue. There was no reported adverse impact to the customer's blood glucose level. Technical support helped caller reset pump using provided instructions, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction alarm appeared again, and caller acknowledged instructions.